Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Estimated blood loss was 150cc's. A new system was strung and the patient completed their treatment without further issue. No medical intervention was required. There is no other know ill effect to the patient. Sample is available.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint was confirmed. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. The batch record review confirmed the labeling and process controls.